Event description:
This lead was noted to display non-capture and a revision procedure was attempted. While pulling on the lead during the revision, it was noted on fluoroscopy that the anode ring was pulled about 5 or 6 centimeters away from the cathode tip of the lead. It did not appear that the lead conductor was exposed. This lead was capped.